Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown issue was verified in the pump logs; however, no failure was identified while based on the analysis, the alleged control iq issue could not be verified.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no reported impact to the customer's blood glucose level. Reportedly, customer continued to use pump for insulin therapy.